Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 14:45:53. During night drain cycle one, the patient's ultrafiltration reading was 1486ml, indicating the home patient drained 1486ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.